Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a flat crease opening and device appearance, an observed void on the valve side in the non-textured side. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a sharp opening in the plug strap disk shell. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the plug strap disk shell due to an unidentified tear opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.